Event description:
It is reported that the patient had a fall which moved the device, causing the lead to become dislodged. High capture threshold was also noted. Lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.